Event description:
Philips rec'd a report from a customer that they believed that two pts were mistreated during therapy treatment. It was stated that the virtual collimators were flipped. Pt number one was a palliative case where dose was off by 13% and pt number 2 was a breast boost plan where the dose was off by 40%. Per the radiation oncologist - no add'l injuries are expected for either pt.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The investigation determined that the two pts treated incorrectly were due to incorrect commissioning of dynamic (virtual) wedge orientation. The root cause is that the wedge code in pinnacle3 was not consistent with that in the tms (impac treatment management system), due to improper commissioning of wedge orientation by the user. Dosimetric modeling is correct, and the sys did not malfunction nor was there a sys defect. Philips worked with the site to get help correcting and verifying the proper commissioning of their machine. (B)(4).